Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 11/17/08, including surgical records for resection of desmoid tumor from abdominal wall and ectopic pregnancy were not provided. On (B)(6) 2008: (B)(6) medical center ¿ (B)(6). (B)(6) md. Operative report. Preoperative diagnosis: multiple ventral hernias. Postoperative diagnosis: multiple ventral hernias. Procedure performed: exploratory laparoscopy, lysis of adhesions, and dualmesh repair of abdominal wall hernia. Anesthesia: general endotracheal anesthesia. Surgeon: (B)(6) md. Assistant: (B)(6) md/ res [resident] and (B)(6) ms [medical student] 4. Estimated blood loss: 100 ml. IV fluids: 2300. Urine: 800. Specimens: none. Findings: intraoperative findings include adhesion between bowel and abdominal wall, both acute and chronic. Complications: none. Disposition: the patient extubated to pacu in stable condition. Brief history and procedure: ¿this is a 30-year-old female with a history of multiple surgeries and a recent laparoscopic lysis of adhesions and reduction of incarcerated incisional hernias 4 days ago. She is brought back to the operating room at this time after observation for mesh placement and repair of hernias. After consent was obtained, she was brought to the or on (B)(6) 2008. She was placed on the table in spine position. Time-out procedure was performed and completed. She was endotracheally intubated, and general anesthesia began. She was prepped and draped in the usual sterile fashion including ioban coverage of her entire abdomen. We accessed the abdomen using the prior 5-port in the left upper quadrant using optiview trocar and a 0 degree 5-mm scope. After this was successfully done, the abdomen was insufflated. Trocar was placed through one of the recent incisions on the right upper quadrant as well, and the new acute filmy adhesions were taken down. The chronic adhesion in the left lower quadrant was not disturbed. The right lower quadrant hernia defect was again noted at this time. The defect was measured using a spinal needle to mark the location on the outer wall. This was found to be approximately 18 x 14 cm in size, and an additional margin of 3 cm was marked on the skin with a transverse orientation in the right lower quadrant. An 18 x 24 dualmesh was opened up, and after some trimming, gore-tex sutures were used to mark the superior and inferior sides, and the ethibond 0 suture used to mark the left and the right side of the mesh. It was rolled into cigarlike state, and a 10-port was placed in the right lower quadrant lateral and superior to the hernia. The mesh was then placed in the abdominal cavity and oriented using graspers, suture passers, and spinal needle was used to approximate the sites of the superior and inferior sutures. Incision was made at the skin, and the transfacial suture passer used to bring the ends of the superior and inferior gore-tex sutures out of the skin. These were tagged. Next, the same procedure was repeated for the left then the right side. Ethibond sutures were also brought out through the skin. These were subsequently tied to bring the fascia up to the abdominal wall. Next, a 5-mm protacker was used to tack the other margins of the mesh to the abdominal wall, first starting in the corners. Of note, the right lower and the left lower corners of the mesh were not tacked at the far corners due to the right lower quadrant proximity to the inferior epigastric vessels and in the left lower quadrant proximity to the bowel, so that a tack was placed just inside the edge and was still brought flush with the abdominal wall for the most part for the entire border of the mesh. The abdomen was inspected. No active bleeding was noted, any residual blood was suctioned free with the 5-mm suction irrigator. Multiple pictures were taken upon exiting the abdominal cavity. At this point, the trocars were removed under direct visualization. The abdomen was deflated. Skin incision were closed with interrupted monocryl sutures following by steri-strips. Local marcaine and lidocaine solution was injected subcutaneously to assist pain control as well. The patient tolerated the procedure well. At the end of the procedure, all instrument counts were correct, and the patient was extubated and taken to pacu in stable condition. The attending was present and scrubbed for the duration of the procedure.¿ (B)(6) 2008: (B)(6) medical centers. Implant sticker. Gore dualmesh® biomaterial. Ref/cat#: 1dlmc06. Lot#: 05478744. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc06/05478774) was implanted during the procedure. [Missing records: records for ¿emergency department visit with abdominal pain and small bowel obstruction¿ were not provided.] Records between (B)(6) 2008 and (B)(6) 2012 were not provided. (B)(6) 2012: (B)(6) medical center ¿ regional. (B)(6) md/ res [resident]. Operative report. Preoperative diagnosis: small bowel obstruction. Postoperative diagnosis: small bowel obstruction with chronic stricture. Procedure: 1) exploratory laparotomy with small bowel resection. 2) lysis of adhesions about 90 minutes. Anesthesia: general. Surgeon: (B)(6) md. Assistant: (B)(6) md/ res. Estimated blood loss: 150 ml. Intravenous fluids: 2.5 l. Urine output: 150 ml. Ng [nasogastric] output: 600 ml. Findings: 1) multiple adhesions near a previous small bowel anastomosis. 2) chronic stricture from adhesions distal to previous small bowel anastomosis. 3) all small bowel was viable. Specimens: small bowel with stitch at the distal end. (Specimen contains previous small bowel anastomosis). Indications: ¿this is a 34-year-old female who presented to the emergency department with abdominal pain and small bowel obstruction. She had a history of colectomy for familial adenomatous polyposis and later had a colostomy takedown. She also had resection of a desmoid tumor from the abdominal wall which was later followed by a ventral hernia repair with mesh. She presented last month with similar symptoms and today has significant abdominal pain so she was consented for exploratory laparotomy. Description of procedure: the patient was brought to the operating room, placed in supine position. General anesthesia was induced and the abdomen prepped and draped in the usual sterile fashion. The skin was opened superior to the previous central midline incision and dissections carried out with electrocautery through the subcutaneous tissue, fascia and the previous mesh. She did have adherent omentum and this was all taken down with electrocautery. Once we had the adhesions to the abdominal wall freed up we were able to begin attempting to explore the bowel. She had significantly dilated small bowel loops that were tethered to the retroperitoneum, to the mesentery and to other bowel loops. Approximately 90 minutes was spent in lysis of adhesions. Once we had all the adhesions dissected away, there did appear to be a segment of narrowing in the small bowel just distal to her previous anastomosis. On palpation, this area was thickened with a stricture. Given the degree of dilation of her anastomosis we decided to resect this along with the stricture segment. Openings in the mesentery were made and the gia-75 stapler was used to transect the proximal and distal ends of bowel. The intervening mesentery was scored and taken with a series of clamps and vicryl ties. Once we reached the more medial potion of the mesentery, this appeared to be very thickened and we were somewhat concerned that this was near the root of the mesentery. On clamping, however, there was no change in the color of the small bowel so this was divided and ligated with a stick tie. The small bowel segment was tagged at the distal end and submitted as a specimen. We decided to perform a side-to-side functional end-to-end anastomosis. A stay suture was placed to align the 2 ends of bowel and the 2 corners of the staples lines resected. The proximal end of the bowel was suctioned out and we used the gia-75 stapler to create out anastomosis. The enterotomies were closed with another firing of the gia stapler. The anastomosis was widely patent. Just distal to the anastomosis, there was a small serosal tear in the bowel which we imbricated with a series of 4-0 silk lembert sutures. We then ran the entire small bowel and did take down some more adhesions down in the pelvis. Hemostasis was checked and the abdomen thoroughly irrigated. The abdominal wall was closed with 2 running #1 looped pds sutures, incorporating the previous mesh. The skin was reapproximated with skin staples. The patient was allowed to awaken from anesthesia and was extubated. She was taken to the recovery area in stable condition.¿ complications: none apparent. (B)(6) md. [Missing records: records for ¿CT scan showing free fluid¿ were not provided.] (B)(6) 2012: (B)(6) medical center ¿ regional. (B)(6) md. Operative report. Preoperative diagnosis: suspected leak status post exploratory laparotomy and small bowel resection. Postoperative diagnosis: enterotomy at ileal j pouch. Procedure performed: exploratory laparotomy, enterorrhaphy and partial omentectomy. Surgeon (B)(6) do. Assistant: (B)(6) md/ res [resident]. Anesthesia: general endotracheal anesthesia. Estimated blood loss: 50 ml. IV fluids: 2 l crystalloid. Urine output: 75 ml. Findings: 1) small bowel anastomosis intact and viable. 2) prior serosal repair intact and viable. 3) less than 1 cm enterotomy at the ileal j pouch. 4) fluid of 1.8 l in the abdomen including succus. 5) severe inflammatory changes. Specimens: 1) portion of ileal j pouch. 2) omentum. Indications for procedure: ¿the patient is a 34-year-old female with a complicated past medical and surgical history including a prior colectomy with ileoanal j pouch anastomosis for familial adenomatous polyposis followed by an ileostomy takedown. She has also had resection of a desmoid tumor from the abdominal wall followed by a ventral hernia repair with mesh. She had a prior ectopic pregnancy and in addition had recently presented with a small bowel obstruction and underwent exploratory laparotomy with small bowel resection and lysis of adhesions, lasting more than 90 minutes, which occurred on 11/20/2012. Postoperatively she failed to progress as expected and was having clinically concerning signs including tachycardia and an elevated white blood cell count. Initially there was concern for pulmonary embolus; however, this was ruled out, but she was found to have continued tachycardia, leukocytosis followed by leukopenia and free fluid on abdominal CT. Concern for presumed leak led us to take her to the operating room for exploratory laparotomy. After the patient was consented. She was brought back to the operating room. Procedure in detail: the patient was brought to the operating room, laid supine on the table. She had remained intubated from her intensive care unit room. A timeout was performed. Perioperative antibiotics had been given. All pressure points were padded. The patient was prepped and draped in the usual sterile fashion. After we removed her outer skin staples, we opened up the patient¿s fascial sutures and immediately had return of a large amount murky malodorous fluid in the abdomen. There were significant inflammatory changes with fibrous peel around the entire bowel. We started by slowly and gently mobilizing the small bowel so that we could run it in its entirety. This was difficult as the mesentery was foreshortened and there were, as previously mentioned, severe inflammatory changes. There were no formed abscesses; however, there was a large amount of succus. Running the small bowel from the ligament of treitz, the patient¿s recent small bowel anastomosis was noted to be intact and viable. About 10 cm distal to this, there was a serosal repair with lembert sutures that were still intact. Continuing down the small bowel toward the pelvis, the small bowel then traveled into the pelvis behind the uterus, at which point it appeared to curve over on itself in an area that we presumed at this point was the ileal j pouch. At the dome of the pouch, there was a subcentimeter enterotomy that was freely pouring enteric contents into the abdominal cavity. We worked to better identify this from the surrounding loops of bowel without causing further damage and ultimately enlarged slightly the enterotomy so that we could digitally palpate and actually ensure that it was indeed a large reservoir and not simply a loop of bowel folded over on itself in an adhesive manner. There was a significant fibrinous peel surrounding the area of the enterotomy. We decided it would best be fixed rather than by simple sutures, but to simply staple across this dome area of the pouch to remove the compromised tissue. This was performed with a green load on the gia stapler followed imbricating silk sutures for the entire length of the staple line. The abdomen had been copiously irrigated with 7-8 l of sterile fluid, examining all 4 quadrants to ensure that we did not leave any areas of infected fluid or abscess. Upon examining the omentum, it was very clear that a large portion this was not viable. We clamped and tied and passed this off as specimen as well. We again copiously irrigated the rest of the abdomen until we felt that the effluent was clear and proceeded with our closure. We looked at the fascia. The patient had a prior duomesh [sic]. There were some areas along the wound edges that were not incorporated into the fascia and we were concerned it would impair our wound healing. These were removed sharply. Hemostasis was obtained and the remaining fascia was closed with a running #1 pds suture. The skin was then irrigated again, closed in 3 areas with a few staples and the remainder of the wound packed. The patient remained stable throughout the procedure, although did have some low blood pressure ultimately responding to fluid and remaining in the 90s through the majority of the procedure. There were no apparent complications. The patient was take intubated, remaining on the ventilator as we had previously planned to the recovery room in stable condition. All needle, sponge and instrument counts were reported to be correct at the end of the case by the operating room staff and dr. (B)(6) was present and scrubbed for the entire procedure.¿ (B)(6) do. [Missing records: records for ¿CT scan demonstrated moderate to large amount of free fluid and small amount of free air¿ was not provided.] (B)(6) 2012: (B)(6) medical center ¿ regional. (B)(6) md. Operative report. Preoperative diagnosis: possible bowel perforation. Postoperative diagnoses: no evidence of bowel perforation and ventral hernia. Procedure: 1) reopening of recent laparotomy. 2) abdominal washout. 3) ventral hernia repair with surgimend measuring 20 x 30 cm. Staff surgeon: (B)(6) md. Resident surgeon: (B)(6) md/ res, pgy6. Assistant: (B)(6) ms, 4th year medical student. Anesthesia: general endotracheal anesthesia. Estimated blood loss: 150 ml. Specimens: none. Complications: none. Drains: two 19 french blake drains were placed about the surgimend. Indications for procedure: a timeout was completed verifying the correct patient, procedure, position and any special equipment that was needed. Indications for procedure: ¿the patient is a 34-year-old woman with previous history of a total proctocolectomy and j pouch for familial adenomatous polyposis. The patient came in with a small bowel obstruction and she was taken to the operating room where she underwent a small-bowel obstruction for chronic stricture. Postoperatively, she developed abdominal sepsis and she was taken back to the operating room. She was found to have an iatrogenic injury to her j pouch which was stapled closed. The patient has remained intubated in the ICU and repeat CT scan demonstrated moderate to large amount of free fluid and small amount of free air. She was again taken to the operating room today to evaluate for a bowel perforation. Procedure and findings: the patient was brought to the operating room, placed supine upon the operating table. Preoperative antibiotics were given and bilateral sequential devices were placed. General endotracheal anesthesia was administered. The patient was prepped and draped in a sterile fashion. Previous fascial sutures were removed and a bookwalter used to aid in retraction. There was a large amount of loculated green fluid in the abdomen and all the adhesions to the bowel loops were gently taken apart. The entire abdomen was thoroughly irrigated. The small bowel was run several times and there was no evidence of any bowel perforation. The previous small bowel anastomosis, enterorrhaphies and an enterorrhaphy of the j pouch were all intact and there was no evidence of any leak. Even after washing the abdomen with several liters of warm fluid, we re-ran the bowel and again there was no evidence of any small bowel injury. At this point, I elected to close the patient¿s abdomen, however, the patient had necrotic fascia. This was sharply debrided away and fascial flaps were created. The patient had previous ventral hernia repair with dualmesh in the left lower quadrant. This area had very poor, almost no fascia at all. After debriding the necrotic fascia, I felt that we could not close the patient¿s belly without creating undue tension. Therefore, I elected to use surgimend in this hostile compartment to perform the ventral hernia repair. A 20 x 30 cm piece of surgimend was trimmed to size and was reapproximated to the fascial flaps with interrupted #1 prolene u stitches. There was excellent coverage of the hernia defect and good overlap of the hernia defect as well. Once this was done, the entire wound was irrigated and two 19 french blake drains were placed above the surgimend. This was secured to the skin with 2-0 silk sutures. The subcutaneous tissue was reapproximated with interrupted 2-0 vicryl sutures and the skin was reapproximated with staples. A sterile dressing consisting of xeroform, kerlix fluffs and tape was applied. The patient will remain intubated and will be taken to the postanesthesia care unit in stable condition.¿ (B)(6) 2012: (B)(6) medical center. (B)(6) md/ res [resident]. Operative report. [Date assigned and missing pages] irrigated the abdominal cavity copiously. Two 19 blake drains were placed to help drain any leaking succus. We then placed adaptic overlying the bowel and moist kerlix gauze as a dressing. All counts were reported as correct at the end of the case. Dr. Wolfe was present and scrubbed throughout the entire case. The patient was then taken to the recovery room in guarded condition. (B)(6) 2012: (B)(6) medical center ¿ regional. (B)(6) md. Operative report. Preoperative diagnosis: enteroatmospheric fistula. Postoperative diagnosis: enteroatmospheric fistula. Procedures performed: 1) exploratory laparotomy. 2) debridement of abdominal wound. 3) drainage of enteroatmospheric fistula. Anesthesia: general. Surgeon: (B)(6) md. Assistant: (B)(6) md/ res [resident]. Estimated blood loss: 50 ml. Findings: 1) minimal output from enteroatmospheric fistula. 2) frozen abdomen. 3) retracted from fascia. 4) coverage of wound with skin. 5) placement of two 19 french blake drains. Specimens: none. Complications: none. Indications: ¿the patient is a 34-year-old female with a complicated history of multiple surgeries which ultimately led to enteroatmospheric fistula. The wound has been changed at the bedside and unfortunately has, per the last changes, appears to be dry and desiccated. Due to the difficulty in the wound care we have consented the family for reexploration with debridement of abdominal wall and drainage of enteroatmospheric fistula in order to obtain skin closure of the wound. Description of procedure: after informed consent was obtained, the patient was taken to the operating room, placed supine on the operating table. General endotracheal anesthesia was initiated without difficulty. Her abdomen was prepped and draped in normal standard fashion. After appropriate timeout was performed and appropriate preoperative antibiotics were given we then prepped and draped the abdomen in the normal standard sterile fashion. We then debrided the abdominal wound with curved mayo scissors. Next, we then irrigated the wound out until clear aspirate was returned. Then we released the skin by creating flaps of skin just above the level of the fascia using bovie electrocautery. At this point, the skin would reach in the midline without much difficulty and it appeared to be free of tension. At this point, we placed two 19 french blake drains that would drain the enteroatmospheric fistula. Then, we closed the skin with vertical mattress large nylon sutures in interrupted fashion. Dr. (B)(6) was present and scrubbed throughout the entire case.¿ (B)(6) md. [Missing records: records for ¿CT scan revealed enlarging abscess with fluid and air¿ were not provided.] (B)(6) 2013: (B)(6) medical center ¿ regional. (B)(6) md. Operative report. Preoperative diagnosis: intraabdominal abscess. Postoperative diagnosis: intraabdominal abscess. Procedure performed: exploratory laparotomy, drainage of intra-abdominal abscess and removal of infected mesh. Surgeon: (B)(6) md. Assistant: (B)(6) md/ res [resident]. Anesthesia: general endotracheal anesthesia. Estimated blood loss: minimal. IV fluids: 700 ml crystalloid. Findings: exposed infected mesh on the right abdominal wall, approximately 100 cm2 removed. A 1 cm opening in surgimend on the right lateral abdomen with what appears to be exposed bowel without enterotomy likely where mesh was necessitating through. Specimens: infected mesh. Complications: none apparent. Indications for procedure: ¿the patient is a 34-year-old female with a prolonged hospital course initially presenting status post total abdominal colectomy with small bowel obstruction. She underwent multiple surgeries, has had a prolonged open abdomen and ultimately had been healing with 1 drain left in place and her abdominal skin closed. She had been doing fairly well on the floor, however, continued to have some tachycardia and then ultimately developed leukopenia. A CT scan revealed an enlarging abscess with fluid and air that was not being adequately drained by the drain in place. This appeared to be separate from and overlying her bowel. She was consented after the scan was shared with her and the situation explained. Procedure in detail: the patient was brought back to the operating room, laid supine on the table. Timeout was performed. Perioperative antibiotics were given. The patient was prepped and draped in the usual sterile fashion. We made our incision through her prior incision opening about half of it in order to expose the abscess cavity. We took specimens and sent them off for culture and suctioned out the remaining pus. We noticed looking on the right side of the abdomen that her old mesh had been necessitating through the tissue and appeared to be the source of her infection. There was an approximately 100 cm2 area that was exposed. The left side of the abdomen did not have any exposed mesh. This all appeared to be incorporated. The surgimend also itself was incorporated and this appeared to be the mesh from one of her prior surgeries years ago. We elected to carefully remove the exposed mesh as best we could without damaging any of the bowel which at this point was completely covered with surgimend and granulation tissue. There was no succus in the abdomen. It was simply purulent fluid. As we came back down along the lateral most aspect of her abdomen on the right side, removing the mesh as far as we could, there appeared to be an approximately 1 cm area of exposed bowel through the surgimend. It is possible that the infected mesh had been eroding into this area, however, there was no evidence of enterotomy. No drainage of any succuss [sic] appearing fluid and so we elected to leave this alone at this time. We then copiously irrigated the abdomen. We had removed all of her prior sutures. We are going to be packing her wound with wet-to-wet dressings. We started with a role [sic] of kerlix and then covered this with fluffs as well as an abd [army battle dressing]. The patient tolerated the procedure well and will be extubated before going to the recovery room. Dr. (B)(6) was present for the entire case.¿ (B)(6) md. (B)(6) 2013: [missing records: a culture report detailing analysis of specimens collected during the (B)(6) 2013 procedure was not provided.] (B)(6) 2013: community medical centers. (B)(6) pa. Discharge summary. Admit date: (B)(6) 2012. Consultations: infectious disease. Discharge diagnosis: (B)(6) md. [Missing pages]. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® biomaterial for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent laparoscopic right lower quadrant hernia repair on (B)(6) 2008 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the gore device was partially explanted. It was reported the patient alleges the following injuries: adhesions to bowel, adhesions, surgery to remove mesh, unincorporated mesh, abdominal pain, partial mesh explant, infection, necessitating mesh, abscess. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2016: [facility ni]. (B)(6) md. Discharge summary. Nausea, vomiting, diarrhea x 3 days, blood in stool, history of colon cancer. Discharge diagnosis: abdominal pain; bloody diarrhea; history of bilateral pulmonary embolisms, status post inferior vena cava filter, iron deficiency anemia, methamphetamine use. History of fap [familial adenomatous polyposis], status post proctocolectomy in 2002, bilateral pulmonary embolisms in 2014, inferior vena cava filter placement in 2014 (supposed to be on xarelto but ran out 2 months ago), microcytic anemia. Seen in emergency room on (B)(6) 2016 due to abdominal pain, vomiting. Underwent CT; no gastrointestinal bleed at that time. Prescribed xarelto and discharged home. Last week CT suggested enterocolitis. Bloody diarrhea secondary to campylobacter jejuni, change antibiotics to azithromycin for 7 days. Inferior vena cava filter removed (B)(6) 2016. Methamphetamine use; toxicology again positive. Substance abuse counseling prior to discharge. Weight 120 lbs, bmi 23.44. Bowel sounds normal, no abdominal tenderness/mass/splenomegaly/hepatomegaly. Follow up with william garnica in 1 week. Discharge home. (B)(6) 2017: family medicine health center. (B)(6), md. Office notes. Weight 175, bmi 34. Cough. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect ¿ clinical code. H6: updated investigation finding. H6: updated investigation conclusion. H6: health effect impact code: f26: no health consequences or impact . H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1690, 1695, 1930, 1685, 3191: appropriate term/code not available for ¿necessitating mesh¿, ¿unincorporated mesh¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. The instructions for use further includes a precaution which states, ¿ensure the size of the device is adequate for the intended repair.¿ the instructions for use further state: ¿cutting gore® dualmesh® biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ all fixation devices should be used in accordance with the manufacturer¿s instructions for use. The physician should reference the manufacturer¿s instructions for use and any supporting clinical literature regarding any potential warnings, precautions, and adverse events related to fixation devices. Medical records that indicate mesh exposure may reflect abdominal wall wound dehiscence as a function of a patient¿s poor tissue quality or loss of anchorage of fixation or may be related to individual patient comorbidities, and technical and/or procedural aspects of the repair. These factors include, but are not limited to, fixation type, suture technique, type of and tension on the incision, and wound classification at time of procedure. Post-operative factors such as the development of a post-operative infection, an incision and drainage procedure, or wound packing could result in mesh exposure. Additionally, patient comorbidities that could influence wound dehiscence leading to mesh exposure include, but are not limited to, smoking and obesity. It should be noted with use of the device in patients with the potential for growth, tissue expansion, or significant change in body habitus, the surgeon should be aware that the device will not stretch or change with the patient¿s body. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Due to character/space constraints within the h10/11 narrative / corrected data field, all of the investigation information could not be included and is therefore being added as a separate attachment and should be referenced for complete investigation summary and conclusions. H6: health effect ¿ clinical code. H6: updated investigation finding. H6: updated investigation conclusion. H6: health effect impact code: f26: no health consequences or impact . H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1690, 1695, 1930, 1685, 3191: appropriate term/code not available for ¿necessitating mesh¿, ¿unincorporated mesh¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. The instructions for use further includes a precaution which states, ¿ensure the size of the device is adequate for the intended repair.¿ the instructions for use further state: ¿cutting gore® dualmesh® biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ all fixation devices should be used in accordance with the manufacturer¿s instructions for use. The physician should reference the manufacturer¿s instructions for use and any supporting clinical literature regarding any potential warnings, precautions, and adverse events related to fixation devices. Medical records that indicate mesh exposure may reflect abdominal wall wound dehiscence as a function of a patient¿s poor tissue quality or loss of anchorage of fixation or may be related to individual patient comorbidities, and technical and/or procedural aspects of the repair. These factors include, but are not limited to, fixation type, suture technique, type of and tension on the incision, and wound classification at time of procedure. Post-operative factors such as the development of a post-operative infection, an incision and drainage procedure, or wound packing could result in mesh exposure. Additionally, patient comorbidities that could influence wound dehiscence leading to mesh exposure include, but are not limited to, smoking and obesity. It should be noted with use of the device in patients with the potential for growth, tissue expansion, or significant change in body habitus, the surgeon should be aware that the device will not stretch or change with the patient¿s body. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows:  on (B)(6) 2008: (B)(6) medical centers. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number 1dlmc06. Lot batch code 05478744. W.l. Gore & associates. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Please see the attached file for the information ascertained from the medical records received on 2/7/2020. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act. - attachment: [(B)(4)].